Event description:
A 6f angio-seal sts device was used to seal the left femoral arteriotomy site post percutaneous cardiac procedure. The patient experienced pain and chilling in the leg and foot. An angiogram revealed occlusion at the puncture site and an angioplasty restored blood flow to the vessel.